Manufacturer narrative:
Unit passed self test. Unit alarmed pump error 37 during rewind due to corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had a recurring pump error alarm. The customer¿s blood glucose level was 184 mg/dl. The customer stated that they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump was not exposed to a high magnetic field. Customer performed self test and passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.